Manufacturer narrative:
The insulin pump was received with an unresponsive button, due to flattened dome. Unable to test operating currents due to unresponsive button. Battery out limit alarm or low reservoir alarm could not be verified, due to unresponsive button. The device was also received with minor scratches on the lcd window. Unit received with cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported that the customer received a low reservoir alert and a battery out limit alarm after removing the battery, and the buttons on the insulin pump were not responding. Customer's blood glucose was 158 mg/dl. The insulin pump had been in the customer's bra and she had been perspiring. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.